Event description:
The account reported the bed exit would not sound an audible tone. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account stated the bed exit would place a call to the nurse's station and the graphic caregiver interface would show the bed exit message. The account found the bed exit sound was turned on. Hill-rom technical support troubleshot the issue with the account and suggested they replace the power control module. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.